Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right ventricular (rv) lead channel. Upon review, technical services (ts) noted that all three channels exhibited the noise suspected to be related to electromagnetic interference. Ts reviewed the rv lead measurements and appeared within range. No adverse patient effects were reported. This device remains in service.